Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent revision surgery due to patellar tendon tendinitis in the study knee. Fibrous tissue and synovial fluid were collected for histopathologic examination. No prosthetic components were revised/removed.